Event description:
Doctor was performing surgical procedure which required use of curved needle delivery system. After the item was opened to sterile field, the surgeon tested it and the device would not work properly. He couldn't get the suture to express from end of needle. A new device was brought to the field and opened without problem.======================manufacturer response for ultra fast-fix ab curved needle delivery system, split cannula, ultra fast-fix ab curved needle delivery system, split cannula (per site reporter).======================arrange to return product.